Event description:
Device malfunction: device failure unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified artery using the proglide device after an unspecified procedure. Reportedly, the device failed to achieve hemostasis. Hemostasis was achieved by an unk method. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore a device history record review could not be performed.